Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after stapling, most of the staples did not form a proper b-shape causing severe bleeding around the resected area. The user said that the most harsh bleeding area occurred around 6 o'clock side. The operating room time was extended by more than 30 minutes. The patient had a re-operation due to bleeding.

Manufacturer narrative:
(B)(4).